Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) was not giving audible alarms and there were no system sounds. The visual alarms were working. The unit was not in patient use. Service requested / performed: evaluation / repair: the unit was tested at nk repair center and was found to operate to manufacturer specifications. Investigation summary: the device was returned for physical evaluation and functional analysis. The issue could not be confirmed. The unit was tested at nk repair center and was found to operate to manufacturer specifications. There were no repairs or reworks between the time of the occurrence and the device testing. As such, the root cause is most likely related to user workflow or user error. As this issue has an overall risk score of medium, a CAPA is required per corrective action and preventive action process, sop07-003. As the issue could not be confirmed, a CAPA is not initiated. Corrected information: b4 date of this report: corrected the date from 10/09/2021 to today's date, 11/09/2021.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was not giving audible alarms and no system sounds. The visual alarms were working. This was not in patient use.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was not giving audible alarms and no system sounds. The visual alarms were working. This was not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) was not giving audible alarms and there were no system sounds. The visual alarms were working. The unit was not in patient use. Service requested / performed: evaluation / repair: the unit was tested at nk repair center and was found to operate to manufacturer specifications. Investigation summary: the device was returned for physical evaluation and functional analysis. The issue could not be confirmed. The unit was tested at nk repair center and was found to operate to manufacturer specifications. There were no repairs or reworks between the time of the occurrence and the device testing. As such, the root cause is most likely related to user workflow or user error. As this issue has an overall risk score of medium, a CAPA is required per corrective action and preventive action process, sop07-003. As the issue could not be confirmed, a CAPA is not initiated. Corrected information: b2 outcomes attributed to adverse event: removed the checkmark from the "death" selection, as no death occurred.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was not giving audible alarms and there were no system sounds. The visual alarms are working. The unit was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) is not giving any audible alarms and no system sounds. The visual alarms are working. This was not in patient use.